Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system didn't bootup. The rse asked the customer to check the m-cabinet and check the pc status. The customer confirmed the engineer that the pc switched on but there was no display on the data and review monitor in the control room. The customer also removed the cover from the hard drive tray and found that the image pc was working fine but there was no led on the host pc. The engineer recommended the replacement of host pc and the hard disk. The philips field service engineer (fse) went onsite and confirmed the reported issue. The failure analysis of the host pc showed inconclusive evidence of the reported failure. However, the fse replaced the host pc and the hard disk, reloaded the os (operating system) and applications and installed the new license which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.